Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide is kinked during use. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for analysis. Signs-of-use in the form of biological material was observed on the guide wire body. Visual analysis revealed that the guide wire was severely unraveled towards the proximal end. Microscopic examination confirmed the damage and revealed that the proximal weld had separated from the core wire but was still attached to the coil wire. One major kink and several continuous bends were also observed. The guide wire total length from the distal weld to the point of separation on the core wire measured 23 5/8", which is not within the specification limits of 17 11/16"-18 1/16" per the guide wire graphic. The guide wire outer diameter measured .0315" , which is not within the specification limits of .0170"-.0180" per the guide wire graphic. Therefore, it cannot be determined if the wrong guide wire was returned or if the customer reported the wrong finished good. The distal end of the guide wire was inserted through a lab inventory ars/introducer needle subassembly. Minor resistance was observed at the kinks; however, the guide wire was eventually able to pass the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test revealed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed that the proximal weld had separated from the core wire but was still attached to the coil wire. This caused the guide wire to unravel from the proximal end. The sample met all relevant functional requirements. Dimensional analysis revealed that the guide wire did not meet any relevant requirements. Based on the nature of this discrepancy, it cannot be determined if the wrong finished good material#/lot# was reported or if the customer returned the wrong sample. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide is kinked during use. No patient injury or complication reported. The patient's condition is reported as fine.